Manufacturer narrative:
G4: 06nov2020. B4: 12nov2020. Failure analysis on the returned speaker shows that the coil of the customer returned speaker failed with an electric open condition. This triggered the primary alarm failed error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12aug2020.

Event description:
The customer reported that the ventilator gave a high priority alarm: primary alarm check vent. The field service engineer (fse) verified the reported problem. The fse powered on the unit and the unit alarmed with check vent primary alarm. The fse verified in the log the power speaker failed at post. The customer reported that the unit was not in use on a patient. The fse replaced the speaker to address the reported problem.